Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant, the right ventricular (rv) and left ventricular (lv) leads were difficult to insert into the header of the implantable cardioverter defibrillator (ICD). The leads had to be reinserted, forcibly, after impedances indicated that all the electrodes were not lined up despite being able to see the pin in the header. The leads and device remain in use. No patient complications have been reported as a result of this event.